Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received. Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was noted that the implantable cardioverter defibrillator, there was no data and displayed a "ongoing calibration" message on the daily exercise tab. Programming changes were made. Patient was stable.